Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On unreported dates, the patient experienced water splashed onto her site from the (B)(4) while at physical therapy and peritonitis. On an unknown date, the patient was hospitalized for these events. The cause of the peritonitis was reported as water splashed onto her site from the (B)(4). Treatment information was not provided. Treatment, outcome, and action taken with dianeal and extraneal therapies were not reported. An opinion of causality was not provided. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This report for peritonitis cannot be confirmed as no samples are available. A batch review was conducted on potentially associated lot number: 10h23h25 with no issues noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.